Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif spinal therapy. Level at which implant was performed is l3/5. It was reported that the cage is contracted and screw loosening happened. The condition had progressed to pseudoarthrosis. Additional information received from manufacturer representative that the screw with loosening occurred in solera5.5/6.0 product.

Manufacturer narrative:
G2. Country of origin is japan h3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review given as: left panel image lateral x-rays shows interbody graft, levels unknown, bottom right panel is axial CT with lucency around one of the screw, interbody graft shows collapse of height without subsidence into end plate. Anterior posterior view of 1 lateral appears to be l4-5. Appears to be lucencies around both l5 screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.